Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed unit powers up was ok. The top and bottom displays are not operational. Fse inspected display unit and confirmed the left hand hinge was damaged and upper display had cracks. The coiled cable will require replacing as per field safety notice (fsn) along with software upgrade if required. Fse installed new video generator board kit. Replaced upper bezel display. Fse fitted new upper lcd bracket, right hinge and hinge cover to restore full screen functionality. Carried out full preventive maintenance (pm) checklist. The unit has been returned to safe use.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was loaned to another department and was returned damaged. The main screen was not powering on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - bn11 2dh),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and states that left hand hinge is damaged and upper display has cracks and the coiled cable will require replacing as per fsn along with software upgrade if required. Getinge to arrange quotation for repair. Note this may not rectify the fault and a further visit maybe required. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6). E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was damaged by the hospital and the main screen was not powering on. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6(medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (medical device ¿ problem code, component codes).

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6(component codes and investigation conclusions), h11. A getinge field service engineer was dispatched to investigate the issue. The fse found that the unit powered up normally. However, the top and bottom displays were not operational. The fse found that the left display hinge was damaged and the upper display had cracks. The fse also stated that the coiled cable required replacing as per the fsn. The fse replaced the kit, display monitor to video gen board (0040-00-0456), bezel, upper display (0380-00-0559), screw kit, cardiosave display chassis (0040-00-0458-10), screw kit, cardiosave display assembly (0040-00-0458-09), display, upper hinge cover (0380-00-0561), hinge, display, right (0105-00-0138-02), bracket, frame, lcd upper (0406-00-0894), and display seals. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.